Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned for analysis.

Manufacturer narrative:
Sc-1140 sn: (B)(6). The returned ipg was in service for 9 months with an energy use index (eui) range (27.2 -100) whose expected range would vary from 4 months to 16 months depending on the patients programming setting. With the eui 100, the device longevity is considered within the expected range per the direction for use. Lab analysis of the device did not reveal any anomalies. With all the available information, boston scientific concludes issue was confirmed. The message will appear when the non-rechargeable device battery approaches below 2.65 volt. The ipg was in service 9 months with an energy use index (eui) range (27.2 -100) which is within the expected range per the direction for use. Lab analysis of the device electronics did not reveal any anomalies. Therefore, the probable cause selected is no problem detected.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned for analysis.